Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product : 5076-45 non-defib lead, implanted (B)(6) 2009. (B)(4).

Event description:
It was reported that during routine device interrogation a partial power on reset was observed. The patient denied any known source of interference but stated he had a "shock like" sensation at device site on two separate occasions. The patient was informed that the partial reset should not cause any such sensation and was recommended to get a full evaluation of device function. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.